Event description:
Children's medical ventures (chmv) received medwatch report (B)(4) detailing a product issue associated with a gel-e donut positioning device. No resulting effect on a patient or potential user has been reported. The device was reportedly not put into use.

Manufacturer narrative:
(B)(4). The complaint issue alleged by the customer of a gel pillow inside of the packaging having black mold was not able to confirmed because the device was not returned to the manufacturer for evaluation. The gel products are intended to provide support for infants in a hospital environment and a caregiver is to be present during use. Normal use will conform to accepted medical practice and to the labeling instructions. The instructions for use (IFU) state to wipe down the gel-e donut with an antibacterial agent and to cover before use. Although the reported product issue could not be substantiated, based on the available evidence, chmv has determined that if the reported product issue were to occur, there is no increased risk to the patient of end user. The issue was anticipated in the risk analysis and thusly addressed accordingly in the product labeling. Chmv has determined that no further investigation activity into the reported issue is required. If the product is returned and the evaluation conclusions differ from the ones determined in this report, a follow-up additional information report will be filed.